Event description:
It was reported by the user facility that the handpiece failed to stop running. The user facility was not able to provide any further information regarding the reported event. It was additionally reported that during functional testing by a service technician the device vibrated while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The failure for unintended activation was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the technician confirmed the flex assembly was damaged.

Event description:
It was reported by the user facility that the handpiece failed to stop running. The user facility was not able to provide any further information regarding the reported event. It was additionally reported that during functional testing by a service technician the device vibrated while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.